Event description:
It was reported that pump experienced malfunction with code displayed and no notable events occurred beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer was unable to reset pump because usb cable was not available, malfunction was noted as resettable, and technical support advised customer to follow up to continue troubleshooting, with no additional outcome information reported.